Event description:
On 13-mar-2025 health care professional report an issue with tpneva bag, exactamix, 250 ml that had particulate matter. It was reported that a plastic particle floating in baxter exactamix bags.the particle appears to plastic-like and a single filament.